Event description:
A hospital in (B)(6) reported that there was "excess condensate" while using the airvo (pt101) humidifier. The hospital further reported that there was moisture and a "popping sound" coming from the fisher & paykel healthcare opt846 adult nasal cannula during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The pt101 airvo is a humidifier with integrated flow generator, designed for hospital use. The airvo is used to treat spontaneously breathing patients who would benefit from high flow, warmed and humidified respiratory gases and is not intended for life support, as indicated in the device manual. Method: the complaint humidifier was not returned as the hospital continues to use it. The following complaint devices that were used in the incident were returned: fisher & paykel healthcare cannula (opt846), fisher & paykel healthcare mr290 vented autofeed humidification chamber and a fisher & paykel healthcare heated breathing tube ((B)(4)). The complaint devices were visually inspected. Results: the visual inspection revealed that the mr290 vented autofeed humidification chamber was in good condition. The heated breathing tube and cannula were found to be in fair condition. The visual inspection also revealed remnants of mucus in the cannula and heated breathing tube. A lot check could not be performed as no lot number was provided. Conclusion: no fault was found with the returned devices and fisher & paykel healthcare cannot conclude exactly what caused the reported incident. However, the build up of mucus in the prongs and heated breathing circuit would have likely contributed to the "popping" sound. It must be noted that the hospital has only observed condensation after 2 to 3 days of continuous use. With respiratory humidification system, some degree of condensation can be expected after such a long period of time. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple setup and environmental factors. Our operating manual states: "if excess condensate accumulates in the heated breathing tube, drain by lifting the patient end of the tube, allowing the condensate to run into the water chamber. Then tip the unit momentarily forward about 20 degrees to ensure that all condensate has drained into the water chamber". The hospital has further stated that the patient was awake and responsive and no patient consequence was reported. A fisher & paykel healthcare representative has since visited the hospital and has worked closely with hospital staff members regarding set up procedure for condensation management. We have received no further complaints from this hospital with regard to condensation with the pt101 airvo humidifier.

Manufacturer narrative:
(B)(4).we have recently received the complaint device and investigation is anticipated. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that there was "excess condensate" while using the airvo (pt101) humidifier. The hospital further reported that there was moisture and a "popping sound" coming from the fisher & paykel healthcare opt846 adult nasal cannula during use. No patient consequence was reported.